Event description:
During a planned revision to remove the construct, the surgeon noted that the tulip of a xia serrato polyaxial screw had fractured.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
During a planned revision to remove the construct, the surgeon noted that the tulip of a xia serrato polyaxial screw had fractured.